Event description:
The latching mechanism of an sc9000 battery module/transport handle does not lock into place, in the rear housing of the sc9000 patient monitor. As a result, it did not lock securely into place. When transporting a patient, the monitor detached from the module and fell to the ground. The monitor housing was damaged as a result. No patient injury was reported.